Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that right ventricular (rv) lead impedance had risen into a high range. High thresholds were also observed in addition to oversensing in the form of short inter-ventricular pacing intervals. The lead was capped and replaced. No patient complications have been reported as a result of this event.